Manufacturer narrative:
Investigation outcome: a device was reported to trigger frequent high oxygen alarms. No patients were involved at any point. Investigation identified that the flap inside the check valve assembly was not properly seated, which could allow backflow and account for the alarms. The root cause was determined to be a broken lug on the flap of the check valve, resulting in leakage beyond specified limits. The check valve assembly was replaced, and this corrective action resolved the issue. This case is considered as closed.

Event description:
The following was reported to hamilton medical ag: "the customer reported that the device was displaying a high fio2 alarm." There was no patient involvement. No further information was received.

Manufacturer narrative:
Hamilton medical ag ref nr.: (B)(4).